Event description:
It was reported to technical services on 10/24/2012 that they received a check IV lead message upon interrogation. The patient came in with possible syncope and was light headed and dizzy. Last cap re - form on (B)(6) 2012, lv imped normal 500-600 but some low lv. They will continue to work with md and clinic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).